Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Device implant date provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported the patient had a seroma at their ins site. It was indicated this was related to the implant procedure. They reached the emergency room due to seroma at the ins site with healed skin. They treated it with aspiration of serum and antibiotics. The issue resolved without sequelae. No further complications were reported as a result of this event.